Event description:
Revision surgery - due to the patient dislocating.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 2.4 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the seventh complaint for this product: one due to device loosening, one for damaged threads, one for stability/poor joint issues, one due to pain, two due to dislocation, and one revision. This is the first complaint for this lot number. The root cause of the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.